Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, white particles in the shell, an opening on anterior, and wear abrasion. Leak test and microscopic analysis was performed which identified, three striated openings on anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: three striated openings on anterior and radius assessed, as surgical damage.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted.